Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that usb cable and adapter were damaged. Both charging accessories would no longer work to charge the pump. There was no reported adverse impact to customer's blood glucose level. Replacement cable and adapter was sent to the customer.